Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The event happened during the procedure performed on (B)(6) 2018. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device misfired. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device misfired. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The event happened during the procedure performed on (B)(6) 2018. (B)(4). An examination of the returned capio slim device revealed that the capio cage bent. The carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) and the cage did not catch the dart due to the bent condition, consequently, confirming the reported complaint - device misfired. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the root cause is cause traced to component failure as it is most likely that during procedure, the device could have been manipulated. Since the failure found is an issue that could have been generated by excessive manipulation of the device by the user, once the cage is bent, limits the performance of the device to catch the dart. Additionally, during the manufacturing process, the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field.